Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0764) on 11-jun-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("massive pelvic pain / severe pelvic pain"), ovarian cyst ("ovarian cysts / ovarian cysts"), crohn's disease ("crohns disease / crohn's disease"), pelvic inflammatory disease ("pelvic inflammatory disease") and cystitis ("infection (bladder/ urinary tract)") in a female patient who had essure (batch no. 686082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and pelvic inflammatory disease (laparoscopic treatment to view the ovary approximately in 2005-2006). Concurrent conditions included nickel sensitivity (self treated with hydrocortisone cream for rashes and constant itchy feeling) since 2003 and overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), vaginal discharge ("vaginal discharge") and urinary tract infection fungal ("infection (bladder/ urinary tract)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), rash pruritic ("itchy skin rashes"), weight decreased ("weight loss /weight loss"), abdominal pain lower ("severe abdominal cramping /lower abdominal pain"), uterine pain ("uterine pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pyrexia and irritable bowel syndrome ("irritable bowel syndrome") with nausea, fatigue and malaise. In (B)(6) 2014, the patient experienced tooth disorder ("dental issues"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal distension ("massive abdominal bloating / severe bloating"), breast cyst ("breast cysts"), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("hip pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), toothache ("painful teeth"), gingival pain ("painful gums"), dysgeusia ("metallic taste in mouth"), vulvovaginal mycotic infection ("chronic vaginal infections (type: yeast infection)"), pruritus ("itching") and hypersensitivity ("previously existing nickel allergy was worsened by essure"). The patient was treated with hydrocortisone, naproxen sodium (midol extended relief caplet), para-seltzer (excedrin), naproxen sodium (aleve tablet), paracetamol (tylenol), surgery (total laparoscopy hysterectomy with bilateral salpingectomy, cystoscopy and left oophorectomy) and surgery (tooth extractions in (B)(6) 2014, upper denture done in (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, crohn's disease, cystitis, alopecia, rash pruritic, tooth disorder, weight decreased, abdominal pain lower, uterine pain, menorrhagia, migraine, headache, vulvovaginal mycotic infection, vaginal discharge, dyspareunia, weight increased, urinary tract infection fungal and hypersensitivity had resolved. At the time of the report, the ovarian cyst, abdominal distension and breast cyst had resolved and the pelvic inflammatory disease, irritable bowel syndrome, dysmenorrhoea, arthralgia, dental caries, tooth loss, toothache, gingival pain, dysgeusia and pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, breast cyst, crohn's disease, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, gingival pain, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pruritus, rash pruritic, tooth disorder, tooth loss, toothache, urinary tract infection fungal, uterine pain, vaginal discharge, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that she was treated with over-the-counter yeast infection cream for bladder/urinary infection and she self-treated the vaginal discharge with over-the-counter vaginal creams. The pain she felt was frequent/random and the intensity was moderate to severe. All plaintiff's symptoms subsided since hysterectomy. In the medical records (mr) it was mentioned that the device was properly placed and full occlusion of both fallopian tubes was observed. Adenomyosis with pelvic congestion syndrome was diagnosed post essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of her fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, alopecia, dyspareunia, menorrhagia, and crohn's disease. Quality-safety evaluation of ptc: final assessment: batch number 686082; production date: 11/2009; expiration date: 11/2012. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet (pfs) and medical records ¿ new reporters (lawyer and healthcare facility); consumer¿s demographic data; concomitant disease (nickel allergy); relevant medical history (pelvic inflammatory disease); essure insertion date update ((B)(6) 2010); previous reported adverse event chronic vaginal infections amendment (chronic vaginal infections (type: yeast infection)); new events (infection (bladder/ urinary tract), previously existing nickel allergy was worsened by essure); onset date of events dental problems ((B)(6) 2014), itching rash on skin ((B)(6) 2012), weight gain/loss ((B)(6) 2012), fatigue ((B)(6) 2010), menorrhagia ((B)(6) 2010), dyspareunia ((B)(6) 2012), hair loss ((B)(6) 2012), migraine/headaches ((B)(6) 2012), pain ((B)(6) 2012), vaginal discharge ((B)(6) 2010); and treatment for the adverse event dental problems (tooth extractions and upper denture), itching rash on skin (hydrocortisone cream), menorrhagia (midol), migraine/headaches (excedrin), pain (aleve and tylenol). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation ( fallopian tube)'), device dislocation ('migration of essure device, location of device: growing in to uterus'), embedded device ('essure coil was noted, to be embedded in the serosal surface of the fundus on the right side') and device expulsion ('essure coil was noted, to be embedded in the serosal surface of the fundus on the right side'). In a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, c-section, d & c, laparoscopy, metrorrhagia, menometrorrhagia, asthma and nephrolithiasis. Concurrent conditions included: underweight and cigarette smoker. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced kidney infection ("infection (other) describe: kidney"), vaginal haemorrhage ("persistent bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). And was found to have weight decreased ("weight loss"). In 2009, the patient experienced fibromyalgia ("neurological conditions or problems or problems, type: fibromyalgia"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), (B)(6) year (B)(6) months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2010, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device expulsion, kidney infection, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, fibromyalgia, dyspareunia, fatigue, weight decreased and alopecia outcome was unknown. And the pelvic pain, nausea and dysmenorrhoea had resolved. The reporter considered alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, fibromyalgia, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: it was reported, that she had severe pain with procedure (hysterosalpingogram on (B)(6) 2009). Insertion details: each of the tubes was cannulated with the coils. With two coils seen at the end on the right tube. And five on the left tube with no problems with insertion. The procedure was then ended with total time less than 25 seconds for deployment for both. Complications: none. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 16.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, results: total bilateral occlusion. Ultrasound pelvis: on an unknown date, results: small right ovarian cyst. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: new event: "essure coil was noted, to be embedded in the serosal surface of the fundus on the right side", medical history and reporter information added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ( fallopian tube)'), device dislocation ('migration of essure device location of device: growing in to uterus'), embedded device ('essure coil was noted to be embedded in the serosal surface of the fundus on the right side') and device expulsion ('essure coil was noted to be embedded in the serosal surface of the fundus on the right side') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, c-section, d & c, laparoscopy, metrorrhagia, menometrorrhagia, asthma and nephrolithiasis. Concurrent conditions included underweight and cigarette smoker. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced kidney infection ("infection (other) describe: kidney"), vaginal haemorrhage ("persistent bleeding/ abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2009, the patient experienced fibromyalgia ("neurological conditions or problems or problems type: fibromyalgia"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2010: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device expulsion, kidney infection, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, fibromyalgia, dyspareunia, fatigue, weight decreased and alopecia outcome was unknown and the pelvic pain, nausea and dysmenorrhoea had resolved. The reporter considered alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, fibromyalgia, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: it was reported that she had had severe pain with procedure (hysterosalpingogram on (B)(6) 2009). Insertion details: each of the tubes was cannulated with the coils with two coils seen at the end on the right tube and five on the left tube with no problems with insertion. The procedure was then ended with total time less than 25 seconds for deployment for both. Complications none. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: results: small right ovarian cyst. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.